Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: did the patient have an autoimmune disease? No; healthy. Is the patient currently taking steroids/immunization drugs? No. Did the patient have any pre-existing dysphagia or other conditions (other than gerd)? No. How severe was the dysphagia/odynophagia before intervention? Very severe. Did the dysphagia improve after the device was implanted initially? Yes; with dilation. Were there any intra-operative complications during implant? No. Was there any hiatal or crural repair done at the same time as the implant? Yes. "Where" there any other contributing factors for removal other than the reported dysphagia? Epigastric pain. Was the device found in the correct position/geometry at the time of removal? Yes.

Event description:
It was reported that a linx device (lxmc14, lot 16733) was removed due to dysphagia. There was no relief with medical treatment and dilation. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). The DHR for lot 16733 was reviewed. No ncs, reworks, or defects related to the product complaint were found.

Manufacturer narrative:
(B)(4). Device analysis: overall review of the device function and dimensions show no anomalies from a device that has been reasonably changed as part of the explant procedure. Visual analysis was consistent with an explanted device, and link length and tensile force were found to meet the applicable specifications. Overall, no analysis conclusions relevant to the patient experience were found.